Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
It is indicated that the products will not be returned to zimmer biomet for investigation, as the devices remain implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant devices: persona stemmed natural tibial component, catalog #: 42532007102, lot #: 62919353, persona vivacit-e highly crosslinked polyethylene posterior stabilized articular surface, catalog #: 42522400713, lot #: 62957507, persona posterior stabilized standard femoral component, catalog #: 42500606202, lot #: 62893811, persona all-poly patella, catalog #: 42540200032 lot #: 62989355 this report is number 1 of 4 mdrs filed for the same patient (reference 0002648920-2017- 00716 / 0001822565-2017-07998 / 3007963827-2017-00275).

Event description:
It is reported that the patient is currently experiencing pain, swelling, and heat in the right knee following knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Per the package insert for the persona knee, pain and swelling are some of the known adverse effects of total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.